Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3389s-40, lot# va0njln, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0neas, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information further clarified that the patient had an acute right frontoparietal subdural hematoma 9 days after their stage two surgery. The patient had a history of deep vein thrombosis and pulmonary embolism and had been on coumadin. The coumadin was stopped before the leads were placed and the patient was bridged with lovenox under the direction of their hematologist. Hematology restarted the patient's coumdain earlier than neurosurgery was going to due to patient's clot history. Taking the lovenox and coumadin together is what is believed to have caused the patient's acute head bleed that required surgery to evacuate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A consumer later reported that the patient whose indication for use is parkinson's dual and movement disorders had hearing loss since implant. The patient had 3 hemorrhages post implant, (B)(6) 2014, which were unrelated to the deep brain stimulator procedure. The hemorrhages had caused the patient to have a stroke and since then the patient had increased hearing loss. This had been considered gradual in nature. The patient had had some hearing loss prior to the implant.

Event description:
Additional information received reported imaging occurred on (B)(6) 2014 which showed the 2 large acute hematomas and 1 small subacute hematoma. The event resulted in a life-threatening illness or injury.

Event description:
Additional information reported the patient had a large right frontal acute intraparenchymal hematoma, right frontoparietal convexity subacute hematoma, and small anterior right frontal subacute subdural hematoma. The patient had progressive confusion and partial left hemiparesis involving face, arm, and leg. Intervention included acute right frontoparietal subdural hematoma evacuation and in-patient hospitalization. The event was considered resolved with sequelae. The event was noted as not related to the device.

Event description:
It was reported the patient was diagnosed with subdural and intraparenchymal hematomas. Hospitalization and surgical intervention oc curred. There was evacuation of the subdural hematoma with the burr hole. The patient had medication intervention which included discontinuation and reversal of the patient¿s anti-coagulant medication. The patient had the stage 1 lead implant in (B)(6) and had the stage 2 system implant 13 days later. The patient reported to the hospital on (B)(6) 2014 with swelling around the implantable neurostimulator (ins) site and impaired cognition. They had altered mental status and swelling at the lead location. The hematomas were diagnosed and evacuation occurred on (B)(6) 2014. The patient was still admitted to the hospital at the time of report. Their status at the time of report was alive with injury. Eight days later it was further reported the patient was still admitted at the hospital. They saw functional improvements but the patient was also being treated for a urinary tract infection. The patient did not receive deep brain stimulator (dbs) therapy as his dbs system was never turned on. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported that the event was related to the procedure. The patient had a post brain bleed, left hemiparesis, no functional use of the left upper extremity (lue), and was aphasic. The patient also needed maximal assistance to sit, stand, lie down, and pivot to a chair. It was noted that the patient was active and independent prior to the event. Should additional information be received a supplemental report will be filed.